Event description:
It is reported that while using the articular surface inserter, the ball bearing fell from the item and is currently still in the pt.

Manufacturer narrative:
This report will be amended when our investigation is complete.